Event description:
It was reported that during a screening colonoscopy procedure a clip stuck in the subject device. The procedure completed with the same device there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to a component failure. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h4, h11.